Manufacturer narrative:
Legal manufacturer: (B)(4). The customer biomedical engineer troubleshot the reported issue with ge healthcare technical support. It was recommended to replace the disposable absorber canister. Upon replacement by the customer, the reported issue was resolved. No report of patient involvement. Initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported elevated co2 levels in the patient circuit. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the initial reported complaint was caused by a non-ge healthcare device. The ge healthcare device operated to specification. The manufacturer of the device has been notified. The event was not reportable for ge healthcare. H3 other text : additional information was received that the initial reported complaint was caused by a non-ge healthcare device. The ge healthcare device operated to specification. The manufacturer of the device has been notified. The event was not reportable for ge healthcare.